Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped recharging the ipg. As such, ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively.